Event description:
It was reported that the customer experienced a frozen screen and unresponsive buttons. It was also stated that the customer was at her hcp, and the insulin pump would not prime properly. The customer stopped using the insulin pump, and has been on a back up plan ever since. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.